Manufacturer narrative:
Pump received with constant motor error alarm during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms. Pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer indicated that the pump went through an MRI. Troubleshooting was done for motor error. Customer's blood glucose was 138 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.